Event description:
The homecare provider (hcp) reported the following information: (1) a pt filled a portable unit from the c31. (2) after pt disengaged the portable from the c31, the quick connect on the c31 leaked liquid oxygen. (3) all the contents leaked. (4) pt was wearing gloves and tried to cover the quick connect to stop the leak. (5) pt called hcp for assistance and they provided instruction for how to handle. (6) pt rec'd superficial burns and did not seek medical attention.